Event description:
Patient was reported to have redness and a small blister on his inner thigh after being warmed post surgery.

Manufacturer narrative:
Device involved not available for testing. Still trying to have it returned for evaluation.